Manufacturer narrative:
A ge service representative performed an onsite investigation. A quote was issued for a repair. No conclusion can be drawn as further repair information is unavailable at this time.

Event description:
The customer reported a problem with the memory and black images. The field engineer confirmed that fluoroscopy images were not being saved at times and sometimes there were stripes on the saved images. There is no report of patient injury.